Event description:
Per the surgeon's report, this patient's device had multiple electrode faults as determined by an intergrity test performed in 2006. The surgeon explanted the devcie three months later, and reimplanted a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.